Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that there was no output, no magnet response, the device could not be interrogated, and it was at eol (end of life). A device check approximately three months prior indicated a remaining longevity of 1-3 years. It was also noted that there were pauses where there should have been pacing on the ECG. The device was explanted and replaced. No patient complications have been reported as a result of this event.